Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s911usqs6eyl1, hardware: sm-s911u, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported symptoms consistent with a skin infection at the infusion site on the arm. Reported symptoms included pain, redness, swelling (described as a bump), warmth to the touch, and purulent discharge. The patient presented to an urgent care facility for evaluation and was found to be positive for methicillin-resistant staphylococcus aureus (mrsa) based on blood work. Antibiotics were prescribed.